Event description:
It was reported the pt received the "ipg battery low" warning on the pt programmer. The physician has elected to wait until the ipg is fully depleted prior to replacing it. Surgical intervention will be undertaken at a later date to resolve this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.